Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under infusion was noted. The patient reported that the "product not fully pumping the medication out of the bag" and "left with various amounts of liquid in the bag ranging from 100 mls to 600 mls". It was reported that this resulted in mis-reading on the pump and medicine being left in the bag. No reported adverse effects.